Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 61281ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency was identified for architect free t4 reagent lot 61281ud00.

Event description:
The customer observed falsely elevated architect free t4 for one patient with aplastic anemia and heart failure. The following results were provided (reference range of 0.70 ng/dl to 1.48 ng/dl): (B)(6) 2024, sid (B)(6), initial result (analyzer (B)(6)) >5.00 ng/dl; repeat results (analyzer (B)(6)) = 2.12 ng/dl and 1.98 ng/dl; repeat result (analyzer (B)(6)) >5.00 ng/dl; repeat result after ultracentrifugation (analyzer (B)(6)) = 1.43 ng/dl; repeat result after ultracentrifugation (analyzer (B)(6)) = 2.69 ng/dl. Additional results were provided: initial ft3 result= 1.95 pg/ml; repeat result= 1.90 pg/ml. Initial tsh result= 3.75 uiu/ml; repeat result= 3.31 uiu/ml. Update: the patient had another blood sample drawn and additional patient results were added on (B)(6) 2024: (B)(6) 2024, ft4 (analyzer (B)(6)) = 1.03 ng/dl. (B)(6) 2024, ft4 (analyzer (B)(6)) = 1.16 ng/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect free t4 for one patient with aplastic anemia and heart failure. The following results were provided (reference range of 0.70 ng/dl to 1.48 ng/dl): on (B)(6) 2024, sid (B)(6), initial result (analyzer (B)(6)) >5.00 ng/dl; repeat results (analyzer (B)(6))= 2.12 ng/dl and 1.98 ng/dl; repeat result (analyzer (B)(6)) >5.00 ng/dl; repeat result after ultracentrifugation (analyzer (B)(6))= 1.43 ng/dl; repeat result after ultracentrifugation (analyzer (B)(6))= 2.69 ng/dl. Additional results were provided: initial ft3 result= 1.95 pg/ml; repeat result= 1.90 pg/ml. Initial tsh result= 3.75 uiu/ml; repeat result= 3.31 uiu/ml. Update: the patient had another blood sample drawn and additional patient results were added on (B)(6) 2024: on (B)(6) 2024, ft4 (analyzer (B)(6))= 1.03 ng/dl. On (B)(6) 2024, ft4 (analyzer (B)(6) )= 1.16 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.